Event description:
This (B)(6), female patient had this 19 mm sjm trifecta valve implanted on (B)(6) 2014 for aortic insufficiency. On (B)(6) 2015, the patient was admitted to the hospital for a renal infarct. During this admission, she underwent an echocardiogram and was found to have 1mm size vegetation on the valve causing an outflow obstruction. The trifecta valve was explanted on (B)(6) 2015 and replaced with a medtronic valve.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - aortic insufficiency; obstruction within device; calcified. The results of this investigation indicated organizing endocarditis with focal areas of calcification on all three cusps. Special stains were negative for bacterial organisms. There was no evidence found to suggest the cause of the organizing endocarditis and calcification were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.